Event description:
The customer reported that "mattress overinflation nonstop, which creates a bubble under the mattress." The provided photos confirmed the customer's allegation. The mattress surface raised and tilted to one side. There was no patient on the mattress, no injury.

Manufacturer narrative:
The mattress had field action completed. The technician replaced the faulty automatt with a new one. The cause of the automatt over-inflation is incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. When the grommet membrane is punctured following instruction provided under field action, and the load is applied on the mattress, air will escape through the punctured membrane reducing the risk of the automatt over-inflating and patient falling. In the complaint at hand the load was not applied on the mattress. In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).